Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. There is insufficient reported information to determine the device's contribution to the reported outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Stryker was notified through an FDA report that a customer device did not provide defibrillation therapy when requested. The patient associated with the reported event did not survive.

Event description:
Stryker was notified through an FDA report that a customer device did not provide defibrillation therapy when requested. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.